Event description:
Boston scientific received information that the right ventricular (rv) lead had lead safety switch (lss) due to low out-of-range (oor) impedance measurement. The lead was reprogrammed to bipolar several months ago. However, the lead had lss again and the health care professional (hcp) noted negative impedance changes during isometrics. Boston scientific technical services (ts) suggested performing an x-ray. Additional information received that the cause oor impedance was not determined. The lead remains in service. No adverse patient effects were reported.

Event description:
Additional information was received indicating that this lead continue to exhibit lead safety switch (lss). Some stored episodes of oversensed noise were noted. No intervention was performed. The lead remains in service. No adverse patient effects were report.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.